Manufacturer narrative:
Date of event: unknown. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) an OEM manufacturing site. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 160906, medical device expiration date: 2017-11-30, device manufacture date: 2016-11-16. Medical device lot #: 161106, medical device expiration date: 2018-01-31, device manufacture date: 2017-01-06. Medical device lot #: 160906, medical device expiration date: 2017-11-30, device manufacture date: 2017-11-30. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin had poor separator movement and red cell hang up.

Manufacturer narrative:
Medical device type: updated to indicate correct device type jka. PMA / 510(k)#: updated to indicate correct 510(k) number k101502.